Manufacturer narrative:
Date rec'd from MFR: 17oct2019. The field service engineer performed an evaluation and confirmed the reported problem. The field service engineer replace the nav-ring to resolved the issue. Performed functional testing which the unit passed successfully. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07/19/2019.

Event description:
The customer reported nav ring failure. There was no patient involvement.